Manufacturer narrative:
Investigation could not be performed due to the absence of a lot number. Follow-up was performed with reporter, but unable to reach reporter and no additional information was able to be obtained.

Event description:
Patient states that the seal is very difficult to remove.

Manufacturer narrative:
Market surveillance to obtain additional information or consent to contact.

Event description:
Patient states that the seal is very difficult to remove.